Event description:
The drill bit for glenoid polyaxial screws broke and remained in the glenoid. The surgeon inserted a smaller screw to avoid interference with the polyaxial screw. Young patient, bone was not sclerotic; 5 minutes delay.

Manufacturer narrative:
Clinical evaluation during the primary rsa, a small fragment of the drill bit for glenoid polyaxial screws fractured remained in the bone. The surgeon inserted a smaller screw to avoid interference with the broken drill bit. The material of the instruments is surgical-grade stainless steel, however, it is not approved for long-term implantation. Occasionally, fragments of broken instruments may be left in the body and the insurgence of adverse reactions is extremely rare. However, in this specific case, the possibility of fragment migration may exist and therefore, the surgeon must make the best judgment in the interest of the patient's health. Batch review performed on 6 march 2025 lot 2052539: (B)(4) items manufactured and released on 07-aug-2020. No anomalies found related to the problem. To date, one similar event has been reported on the same lot during the period of review. The investigation results do not indicate any potential manufacturing issue. The specific conditions of application may have influenced the issue, but this cannot be confirmed.